Event description:
Additional information was received indicating that x-ray imaging was performed, however, no lead anomalies were observed. Furthermore, during the explant procedure, insulation damage was not visually confirmed.

Event description:
It was reported that during a remote follow-up, there was an increase in pacing impedance and an increase in capture threshold on the right ventricular (rv) lead. The patient presented in clinic and the electrical anomalies were confirmed. It was suspected that lead damage was the cause of the event, however, diagnostic imaging has not been performed at this time. The rv lead was explanted and replaced to resolve the event and the patient was stable.